Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The patient experienced multiple symptoms including burning sensation, general redness, itching, and blisters/welts. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid. Due to the skin irritation, the patient took a break or discontinued service with the device. The patient confirmed following the recommended skin preparation steps. The patient has no history of skin sensitivity or allergies. The electrode lot number was discarded and not available for reference. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: age extremes, as the patient is 15 years old. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The patient experienced multiple symptoms including burning sensation, general redness, itching, and blisters/welts. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid. Due to the skin irritation, the patient took a break or discontinued service with the device. The patient confirmed following the recommended skin preparation steps. The patient has no history of skin sensitivity or allergies. The electrode lot number was discarded and not available for reference.